Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# serial#(B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 09-jul-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jun-16 (B)(4): information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The rep reported they just stepped out of the operating room (or) for a case where the patient's lead broke during removal and a fragment was left behind. The rep wanted to confirm the lead model number met the criteria for safe scanning. The lead model information and safety criteria was confirmed with the rep. The rep said all other criteria were met as well, so they would program the handset accordingly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the most likely cause of the lead break during removal was due to time implanted and manufacturing. The rep stated the implanter tried to remove the lead and dissect down to the tines, the lead snapped, and after it snapped the implanter attempted to unsuccessfully remove the fragment. The issue has been resolved.